Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the power supply was corroded and it was therefore replaced. Analysis also noted that there was a broken latch on the power cord bay door, that the overlay was broken, the left keyboard hinge was broken, the right hasp was broken and the printer was noisy. All were replaced. Concomitant product: product ID 229047 software analyzer. (B)(4).

Event description:
The programmer was returned because it had been dropped and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.